Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l82056, implanted: (B)(6) 2000, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the pump found moisture, corrosion, and residue throughout the gear-train. During destructive analysis, the technician found significant residue in the gear-train. Residue was also seen on the pinion, upper shaft, and top plate of gear two and significant residue was also seen in the teeth and top plate of gear three. There was a single motor stall and recovery seen in the logs and it was indicated that the stall was due to gear-pinion.

Event description:
It was reported that telemetry had confirmed that a critical alarm was occurring due to a motor stall. The pump showed that the stall began on (B)(6) and tube set occurred two days later. At the time of report, the stall had yet to recover. It was stated that the patient had not had an MRI. It was also noted that the reporter didn¿t think that the patient had heard the alarm, but it was noticed during a refill on the day prior to report. However, the patient had been reportedly noticing symptoms for approximately one week. It was clarified that the patient did not have any significant symptoms or withdrawal and didn¿t need to be hospitalized. It was planned to replace the pump on the day of report. The device system was used to deliver morphine.

Event description:
Additional information was received. It was reported that the pump was replaced and the patient was doing well.